Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) in 2007, and alleged that she purchased a vial of test strips, which was not in a box and was missing test strips, and the seal on the box of lancets was broken. The patient stated that she did not have any symptoms when she purchased the products. She was going to use the test strips until she noticed that the closure seal was broken on the box of lancets. She also stated the vial was sold to her [outside the box]. They alleged there were only 10 test strips in the vial instead of 25 as the labeling indicated. She indicated that she did not use the test strips either. She reported no symptoms before, during, or after purchasing the alleged products. She went to the hospital to have her blood glucose tested approx a week earlier, at approximately 4:00 p.m. And her blood glucose was 30 mg/dl. She was treated with IV glucose and admitted to the hospital. It would have been helpful to know when the patient developed the symptoms. If any, when she last tested her blood glucose, and any medications that she may have taken prior. This complaint is reported, as the patient alleged she purchased products that were already opened and later required admission to the hospital where she was treated for hypoglycemia. Replacement products have been sent.